Event description:
Family of patient called baxter technical service center for assistance in troubleshooting leakage from machine. Upon follow up with rn, it was revealed that pt's family member had accidently pulled on heater line and pulled out heater line spike from solution bag port in dwell 3/4. Family was instructed to discontinue treatment at this time. Rn reports no pt injury or medical intervention as a result of incident.